Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had been alarming ¿no disposable, clamp tubing.¿ the alarm had been silenced, but a double beep had persisted. The settings had been reviewed (res vol 11 ml, continuous rate 2.2 ml per hour, given 87.8 ml), and the medication had been confirmed as fluorouracil. The patient had not been affected. The event occurred while in use with a patient.